Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that during pre-test, the catheter was flushed; however, the white hub on the end of the stylet broke off. The physician removed the stylet and was able to insert the catheter without the stylet. There was no delay in treatment, no pt death and no pt complications were reported.